Event description:
The customer received a blood glucose reading of 2.1. She retested and received a reading of 4.4. She did not understand the readings she was receiving. It was explained to the customer that her meter was set in mmol/l. She was able to reset the meter to mg/dl with assistance. The customer was not feeling well, but she did not require any medical intervention. The meter is to be returned for evaluation, and a replacement meter is to be sent.